Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited two holes at a corner of a fold in the outer tube of its proximal end, along with wear at fold in the middle of its body. No leaks were identified in the component. The second cylinder presented two holes at a corner of a fold in the outer tube of its middle and proximal end, along with wear at fold in the middle and proximal end of its body. In addition, a bulge was noted in the middle of the second cylinder when it was inflated with a syringe. The pump was microscopically inspected, leak and functionally tested. Its kink resistant tubing (krt) was worn to the filament, and additionally, the component did not pass the activation test upon functional evaluation. No leaks were identified in the pump. The reservoir was microscopically inspected and tested for leaks. The component exhibited wear at a fold in its shell, but no leaks were identified. Based on the information available and analysis results, the holes identified in both cylinders, along with the bulge in the second cylinder and the pump not passing the functional testing could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in both cylinders was noted. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a tear in both cylinders was noted. All components were removed and replaced. There were no patient complications reported.